Event description:
It was reported that balloon rupture occurred. The patient underwent pediatric pulmonary artery dilatation. The target lesion was 95% stenosed, moderately tortuous and mildly calcified. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated at 1 atmosphere; however, contrast agent was leaked from the balloon part during the first deflation and was noted to be ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent pediatric pulmonary artery dilatation. The target lesion was 95% stenosed, moderately tortuous and mildly calcified. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated at 1 atmosphere; however, contrast agent was leaked from the balloon part during the first deflation and was noted to be ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition post procedure. It was further reported that the target lesion was pulmonary artery.